Manufacturer narrative:
The pump had power loss, low battery and power error alarms confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then power error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. The power loss alarm occurred after the power error alarm was cleared. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case, a cracked reservoir tube lip and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated the power error occurs every fourth hour. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.